Event description:
It was reported that the customer was hospitalized for hyperglycemia. It was stated that the blood glucose was treated prior to being hospitalized, but the blood glucose continues to rise. Troubleshooting was performed. The device passed the self and high pressure tests. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.